Manufacturer narrative:
The insulin pump was received with minor scratched display window. Device received with cracked battery tube threads and broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was damaged near the reservoir compartment. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 145 mg/dl at time of reporting. Nothing further reported.